Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a off no power alarm. The customer¿s blood glucose was unknown at the time of incident. Customer¿s parent was unable to confirm if the insulin pump received a low battery alert prior to off no power alarm. The customer¿s parent stated that they will call back to troubleshoot. The insulin pump is not expected to return for analysis.